Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid video scope's cable was broken, and as a result, the image was green. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Design: insufficient fixture and tooling design used in the ccd assembly process leading to observed assembly variation between operators. Ccd heat sink specification and thermal coefficient ratings of adhesive glues are insufficient for heat cycle levels observed. The handling of the ccu plug at the customer may have contributed to the failure olympus will continue to monitor field performance for this device. B4, g3, h2, h3, h4, h6, h10 were updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to h6 finding codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the following: - cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. - sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. - cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. - ccd heat sink specification and thermal coefficient ratings of adhesive glues are insufficient for heat cycle levels observed. - charged coupled device (ccd) heat sink specification and thermal coefficient ratings of adhesive glues are insufficient for heat cycle levels observed. - the handling of the charged coupled unit (ccu) plug at the customer may have contributed to the failure. Olympus will continue to monitor field performance for this device.